Manufacturer narrative:
Device lot number, manufacture date, and expiry are not available at this time. Investigation: per the customer, t-cells were noted in the collected product. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that an allogeneic mononuclear cell (mnc) recipient patient experienced graft vs host disease (gvhd). Medical intervention was reported by the customer, but clarification of the medical intervention has not yet been provided. Patient information is not available at this time. The mnc collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in. Additional investigation: the customer did not respond to multiple attempts to obtain lot information and further clarification of the medical intervention that was given during the event.

Manufacturer narrative:
This report is being filed to provide additional information. .investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately 4.8% of procedures. Of these reactions, most were mild and well tolerated. According to the spectra optia essentials guide, the optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. The role of allogeneic stem-cell transplantation is to replace a patient¿s bone marrow with donor bone marrow so that the "new" immune system can attack the tumor cells within the patient. This is known as the graft-versus-tumor (gvt) effect. In some cases, donor-derived cells may also recognize recipient organs as foreign and mount an immune attack against the patient¿s own tissues. This is known as graft-versus-host disease (gvhd). According to the journal article, 'concise review: acute graft-versus-host disease: immunobiology, prevention, and treatment', researchers explain that there are many factors associated with the occurrence of gvhd, including: donor characteristics, human leukocyte antigen (hla) mismatch, female donors for male recipients, multiparity in donors, patient characteristics: patient pathology (jagasia et al., 2012, as cited in sung et al., 2013) age (flowers et al., 2011, as cited in sung et al., 2013). Patient conditioning regimen: total body irradiation (flowers et al., 2011, as cited in sunget al., 2013) versus reduced intensity conditioning (gluckman et al., 1997, as cited in sung etal., 2013). Transplant chimerism: full donor chimerism versus mixed chimerism (svenberg et al., 2009, as cited in sung et al., 2013). Infections, stem cell source ¿ bone marrow, peripheral blood stem cells, and cord blood of these risk factors, hla mismatch is the strongest determinant of gvhd (sung et al., 2013) in this particular case, the spectra optia device was being used to collect peripheral blood stem cells from a donor via the mnc and cmnc protocols. Although there is a documented difference between the risks of gvhd and the stem cell source, there is no known correlation between the various devices available to collect peripheral blood stems cells and increased risk of gvhd. For this reason, the spectra optia device is not suspected to have contributed to the increased incidence of gvhd reported by this customer site. Root cause: a definitive root cause was not determined. It is possible that the gvhd is associated with patient physiology. Citation:sung, a. D. And chao, n. J. (2013). Concise review: acute graft-versus-host disease: immunobiology, prevention, and treatment. Stem cells translational medicine, 2: 25¿32. Doi:(B)(4).

Event description:
The customer declined to provide patient (donor) information.

Manufacturer narrative:
This report is being filed to provide additional information in weight, describe event or problem, relevant tests/lab data, other relevant history, concomitant medical products, and additional MFR narrative and corrected information in date of event. Additional information: per terumo bct's medical review, the device did not cause or contribute to this incident.

Event description:
The customer declined to provide patient identifier, age and gender. Per the customer, 4 doses of 10 ml of calcium gluconate 10% was administered to the recipient via IV.

Manufacturer narrative:
This report is being filed to correct information.